Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when using the footswitch in the spinal application software. The reported issue occurred during testing when selecting the "saves current projection" option within the software. When saving the projection, the instrument became blocked, while the camera and navigation became unresponsive. When pressing the footswitch to progress, a new projection was saved. No additional information was provided. There was no patient present when this issue was identified.